Event description:
Low rv lead impedance warning as well as the high rv threshold. Lead manufactured by great batch med. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).